Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was connected to batteries, the nurse noticed that there was some "vibrating" of the system controller and that the system controller was "very warm" to the touch. The nurse then noticed a hazard alarm on the system monitor screen that showed a pump off alarm with no associated audible alarm. The history file looked like this was an isolated incident that had several alarms associated with it. The system controller and power module patient cable were exchanged and the patient had another type of advisory. The history of the new system controller showed power cable disconnect alarms. The patient was switched over to the power module and the alert ended. Upon visual inspection, the hospital noted no damage to cables, pins or connectors.

Manufacturer narrative:
According to the information available to the manufacturer, the patient remained ongoing on lvad support with no additional issues reported until the pump was explanted due to recovery. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.